Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the endoscope was not cleaned thoroughly after last use during an unspecified colonoscopy procedure involving an olympus colonovideoscope. The customer suspected that the cause was due to residual mucus/contamination led to blockage. There was no patient injury reported